Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 3 mg for a total dose of 0.25003 mg/day and bupivacaine 2 mg for a total dose of 0.16668 mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2019,the patient reported they were still having withdrawals post catheter and pump replacement. On (B)(6) 2019, no withdrawal symptoms were noted, and it was noted that he patient was tapering off oral opioid medication. It was noted the catheter had black build up and was blocking pain medication from being delivered. It was noted that the catheter was plugged. The patient had withdrawals due to the pump not working. The entire system was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The entire system wasreprogrammed on (B)(6) 2019. It was noted the patient was improving. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was withdrawal symptoms. The device diagnosis was catheter occlusion. The patient's weight was 325 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (hydromorphone) was possibly related and the drug action that caused the event was an increased dose. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2019-17361 [catheter occlusion/clogged, black stuff in catheter, withdrawals] was previously reported. Additional information regarding that event will be reported under this manufacturing number 33004209178-2019-09059 [empty reservoir, missed refill, catheter occlusion, withdrawal]. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the etiology indicated the event was related to programming/refill. On (B)(6) 2019, the catheter was occluded/pump malfunction. The clinical diagnosis was updated to reservoir alarm, patient had withdrawal symptoms. Device alert/alarm indicated that the pump was empty on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The analysis of the pump was updated from no significant anomaly found to pump failed lab dispense test and was above specification. Previously reported result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported method and result codes do not apply to the event. The pump was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient reported a sudden decrease in analgesia one week ago. It was noted that the patient missed pump fill appointment (please note: this conflicts with previously reported information.)and the reservoir was empty by this time. Device interrogation on (B)(6) 2019 showed the pump reservoir was low/showed a low reservoir alarm. The pump was refilled and the catheter was checked on (B)(6) 2019. On (B)(6) 2019 the catheter was occluded with black stuff/ black fluid buildup, typical of low flow opioid infusion and long term catheter use. Medication was administered on (B)(6) 2019. The entire system was explanted/replaced on (B)(6) 2019. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) pounds. Device diagnosis was catheter occlusion and the clinical diagnosis was withdrawal symptoms. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8711, lot# j10950r64, implanted: (B)(6) 2001, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was confirmed the pump low reservoir alarm occurred (B)(6) 2019 and empty pump alarm occurred (B)(6) 2019. On (B)(6) 2019, a dye study was done and could not aspirate the catheter access port (cap). The pump was filled, and a bridge bolus was done. The pump was previously delivering dilaudid 15mg/ml; 6mg/day and bupivacaine 10mg/ml; 0.063mg/day. The pump was currently delivering dilaudid 3mg/ml; 0.25mg/day and bupivacaine 2mg/ml; 0.1667mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported examination revealed the patient was having withdrawals on (B)(6) 2019. The clinical diagnosis was not feeling well and has been having slurred speech. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2019, the 8286 (empty reservoir) code was reported on the personal therapy manager (ptm). The patient did not miss a refill, his next refill was scheduled for (B)(6) 2019. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2019-jun-03 the pump was explanted and replaced and the catheter was revised. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study update the outcome of the event to resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8711 lot# j10950r64 implanted: (B)(6)2001 product type catheter h1 update: the type of report was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient was noted as being in a clinical study. The pump was replaced and was returned to the manufacturer for analysis. As per the logs, the pump had been permanently shut down. Also, per the logs provided, the following had occurred: (B)(6)2019 (B)(6)am- non-critical alarm regarding low reservoir alarm occurred, (B)(6)2019 (B)(6)am-- critical alarm regarding empty reservoir occurred, (B)(6)2019 (B)(6)pm - non-critical alarm regarding low reservoir occurred (B)(6)2019 (B)(6)pm - critical alarm regarding stopped pump duration exceeded 48 hours occurred.